Manufacturer narrative:
The customer returned the coaguchek xs softclix lancing device without the lancets. The device was returned on (B)(6) 2019. The customer device was tested with test lancets. After inserting a lancet, it protruded outside the end cap and did not retract. The lancing device was disassembled for investigation and the spring arm of the lancet holder was deformed which caused the reported malfunction. This is usually caused by extensive use (significant usage marks were identified) or by a user error (pricking on a hard surface).

Manufacturer narrative:
The investigation results are not yet determined. The follow up/corrective actions are not yet determined. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. The patient complained that after inserting a new lancet and placing the cap on, the needle protruded from the end of the lancing device past the cap. The events involved a total of 1 patients with the following: coaguchek softclix. The patients' ages ranged from (B)(6) to (B)(6) for two patients. The remaining patients' ages were requested, but were not provided. The patient's weight was requested, but not provided. There was one male. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.